Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by MFR. Returned product consisted of a mach1 guide catheter. The shaft was kinked 1.5cm from the tip. There was tip damage. The distal end of the tip was jagged and partially separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without patient contact. (B)(4).

Event description:
It was reported that during unpacking of a 7f mach 1 guide catheter, the shaft was kinked. However, returned device analysis revealed a partial tip separation.